Event description:
The patient was a male with diabetes mellitus. A 3.0 x 18mm cypher select was implanted into the proximal right coronary artery. The lesion was not de novo. Six months after the procedure, the patient experienced chest pain and went to the out patient center. Angioplasty showed that the right coronary artery had 90% in-stent restenosis. The doctor used a 3.0 x 18mm cypher select stent to cover the proximal area of the previously implanted stent. The patient was in good condition.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.